Manufacturer narrative:
Complaint statement (B)(4): no samples were received for evaluation. We have no remaining inventory of the material/batch. We have no further complaints for the material/batch. A check of quality, production, and maintenance documents revealed no deviations in relation to the reported event. The cause of the event cannot be determined.

Event description:
Customer advised seeing an increase in potassium results since they started using the product as compared to previously using a serum clot activator gel tube. The customer indicated that they have no other clients having similar issues and assume this to be a one-off issue.